Event description:
The loop recorder didn't work and had to be replaced. Rep handed it to the doctor even though it didn't wake up when tested because doctor was in a hurry and there can be interference in hospitals preventing the device from not waking up.